Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s breakfast was not delivered by the ilet because the meal announcement was missed, likely due to not swiping right on the deliver option, which resulted in a postprandial blood glucose of 238 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms and no medical intervention or hospitalization. Customer care provided troubleshooting and education with the user on proper meal announcement workflow within the ilet interface. Investigation of this case revealed user error related to meal announcement execution, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement use.